Event description:
The customer reported one falsely depressed glucose (glu) and four falsely depressed enzymatic creatinine (ecrea) patient results were obtained on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate instrument. It is not known if the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report one falsely depressed glucose (glu), and four falsely depressed enzymatic creatinine (ecrea) patient results were obtained on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse adjusted the dilution washer and valves. Siemens is evaluating the event.